Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pfa catheter was selected for use, and guidewire stuck was experienced. The catheter was unable to be deployed. There is no further information available regarding this event. No patient complications were reported. The device is not expected to be returned.